Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On (B)(6) 2025, the patient contacted emergency services after experiencing seizures, weakness, and shakiness. These symptoms followed an inaccurate dexcom cgm reading of 200 mg/dl, which led tandem to administer insulin. The patient performed a finger stick test and found her blood glucose to be critically low at 44 mg/dl. He used an insulin inhaler (no information why insulin was used during a severe hypoglycemia) and called 911. When 911 arrived cgm remain at 200 mg/dl no changes after calibration and the bg was 44 mg/dl. Upon arrival at the hospital the bg was 44 mg/dl and no cgm readings. Laboratory tests were conducted and IV fluids for dehydration ( saline ) were administered to stabilize his condition. After a 24-hour stay, she was discharged with instructions to continue using her cgm for monitoring. The patient was doing better at the time of the report. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid calculator. There was not a complete set of reported glucose values available to search within the parkes error grid calculator was taken in the hospital. No additional patient or event information is available.